Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the black box showed no evidence of a "no power" event. Pump powered on with the returned battery cap. The battery cap measured within specifications. A battery compartment crack was observed in the thread area above the grip pad. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. A 24 hour basal program was run with the returned battery cap. No power reboot, loss of power or call service alarms were duplicated. A leak test showed a leak at the battery compartment crack. The pump case was removed. No evidence of additional moisture was observed inside the pump. A "no power" event was not duplicated during investigation.